Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. There were no adverse patient effects reported. Additional information was received that the clinic is aware of the patient's impedance number and that it is chronically high and they will be monitoring the patient closely.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.